Event description:
It was reported that this right atrial (ra) lead appeared to be fractured upon interrogation with an impedance of more than 3000 ohms. This lead was explanted and replaced. The lead is available for evaluation. No additional adverse patient effects were reported.